Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver was not pairing with the transmitter. Patient's father stated that the insertion went well without issue and confirmed the transmitter ID. Dexcom representative advised patient's father to reset the receiver, search for and disable any other unnecessary bluetooth and wi-fi devices. No additional patient or event information is available.